Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that patient had pain in his/her side and it was later found that the lead had perforated the right ventricle which also caused phrenic nerve stimulation. The lead was replaced. The patient's condition after surgery was stable.